Event description:
It was reported that the cassette failed inside the meditemp. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The cassette was not kept for investigation.

Manufacturer narrative:
The cassette was not kept for investigation.